Event description:
The patient called to report water damage to the insulin pump. The patient stated that the unit was alarming, but he could not clear the alarm because the buttons were unresponsive. The patient also stated that the time on the screen was not advancing. Advised the patient that the insulin pump would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.